Event description:
It was reported that during a small bowel resection procedure, the device was fired and the staples did not close. The anastomosis was done manually. The procedure was delayed by 45 minutes. No other adverse impact to patient reported. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the procedure done? Open . What device was used for the proximal and distal transaction of the bowel? Proximal contour cs40b and distal contour cs40b. What colour was the reload used? Proximal unk and distal unk. On what tissue type was the device used? Small bowel. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Compressed until unable to fire any further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from tissue? No. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? What were the results of the tests/examinations: needed to do anastomosis manually. What were the medical indications for surgery? Unk. What was found during surgery? Unk. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? Unk. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. What are the surgeon's pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? No. Was there a recent conversion to ees devices in this account /surgeon? Yes is there any other additional information you would like to share about this device/procedure? The stapler didn't fire properly and the staples didn't close into the tissue.